Manufacturer narrative:
Device 2 of 2. Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Two of the four leads returned have broken wires in the header and fail continuity testing. The other two leads pass continuity testing but one of those leads has sharp curve near the terminal end. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference: MFR report: 1627487-2010-00809.